Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 32 mg/dl and it was addressed with orange juice. The customer does not know what could have caused the low bg. Recommendation was made to call back when the customer experiences a current low bg level to troubleshoot.